Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following insertion of the sheath into the patient at the start of the procedure, air was being removed from the sheath, however, more air than anticipated was seen. A catheter was inserted at the time of the event. The sheath was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned for analysis.